Event description:
It was reported that during an unk procedure, when the device cut the pa, it was only cutting so, the pt lost blood. It happened after cutting interlobar by the device and changed reloads. Also it was stapled only nerve side, and it was bleeding from distal side. There was no transfusion. Additional suture was performed. There were no adverse consequences to the pt. Device will not be returned.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval.